Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the ra lead was capped due to a capture anomaly. Patient condition is good throughout entire procedure and post.

Manufacturer narrative:
(B)(4).

Event description:
New information notes loss of capture and lead insulation break apparently upon opening the pocket.